Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e6 mechanical error during bolus delivery. The infusion device displayed the same error two days ago and she changed the battery, cartridge, and infusion set at that time. The piston rod was at 143 units each time the error appeared. The battery type is programmed correctly on the infusion device. She rewound and advanced the piston rod during the troubleshooting call. The piston rod made a "grinding" sound at 144 units and the infusion device displayed an e6 mechanical error at 143 units. There was insulin inside the cartridge compartment of the infusion device. Pt reported she has consistently noticed this and there is often insulin leakage from the cartridge plunger during the filling process. The infusion device, cartridges, and adapter were replaced and requested for eval. No physiological effects were reported and she did not require treatment from a health care professional or second party to address the issue. Follow-up was completed with pt's husband and he reported the pt reuses the cartridges. Husband was advised cartridges should not be reused.

Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the pump history. Due to the high friction of the drive unit the telescope blocked. The pump correctly triggered the e6 error messages. The cartridge was not returned for evaluation. The manufacturer checked the retention samples and the batch documentation without finding any irregularities. The adapter and the battery cover passed the optical inspection.